Event description:
A nurse reports that a small crack was noted on the optic after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens.